Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diseased mucous membrane, immediate implantation, bone resorption, peri-implantitis, mobility. Loosening, loss of the buccal bone lamella coronales 1/3 during secondary healing.